Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. Batch history review: we have checked the manufacturing file of the involved batch which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported on this batch of access ports released in march 2022. Investigation results: despite requests, we did not receive the complaint sample nor x-ray pictures for evaluation. We have received a picture of the explanted device. We can see that the catheter is ruptured several centimeters after its connection to the access port. Conclusion: without the complaint sample or x-ray pictures, we cannot conclude on the real cause of this incident. -this is an isolated incident inside the whole batch, -catheter rupture is a known complication of the access port implantation, documented in the IFU, -this is a rare incident, no increasing trend is detectable in our complaint database, consequently, no corrective action is envisaged for the moment.

Event description:
One year after the patient was implanted the access port on (B)(6) 2022, when the patient went to the outpatient clinic for maintenance, an x-ray revealed a broken catheter in the middle.